Event description:
It was reported following a percutaneous transluminal coronary angioplasty, the entire angio-seal device pulled out while attempting to seal a retrograde arteriotomy. The pt developed a large hematoma; manual pressure was applied. The pt underwent exploratory surgery; the hematoma was evacuated. A pre-placement femoral angiogram was not performed. The pt was reportedly doing well.